Manufacturer narrative:
(B)(4). Although there was reportedly no impact to the patient & an estimated volume was not available, the event description indicates that some blood loss did occur. Results = is based on evaluation of user facility information; is based on reserve sample evaluation conclusions = is based on reserve sample evaluation. The return sample for this report was not available. Therefore, the investigation was conducted based on a review of information provided by the user facility, retained samples and manufacturing quality records. Inspection and testing of retained samples from the reported lot and surrounding lots confirmed that there were no defects or anomalies and product performance specifications were met. A review of the device history record confirmed there was no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Based on the investigation the results are consistent with the valve having been damaged as a result of the dilator or another device being inserted into the valve off center of the cross-cut, damaging the valve and resulting in the leakage noted. However, without the complaint sample to aid in the investigation a definitive root cause cannot be determined. The device labeling in the cautions section of the instructions-for-use states, "insert the dilator into the valve center sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).

Event description:
The user facility reported a leakage on the valve of the precision 6fr sheath. Follow-up communication with the user facility confirmed that: (1) a 5fr diagnostic sauce catheter was inserted into the sheath when a small amount of blood leaked; (2) procedure was completed successfully; and (3) the patient was reported doing fine.